Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. Aneurysm and vessel morphology were not reported, but it was noted that this was a very tough case anatomically. After the stent graft was implanted, the physician pulled the delivery system tapered tip / sleeve without fluoro guidance and 2 or 3 of the suprarenal struts got tangled and remained tangled. The physician also opened, inserted, and ultimately removed the delivery system of an etlw1613c124e before the stent graft was deployed, as it turned out to be the wrong choice. The physician switched to an endurant 1610c124 as the stent graft needed to be implanted into the external iliac artery in order to ensure seal and adequate fixation. No clinical sequelae were reported and the patient is fine. Films were received and reviewed and showed a likely type IV endoleak near the bifurcate flow divider.

Manufacturer narrative:
(B)(4). Method: films. Results: endoleak. Difficult anatomy. Not using proper imaging. Conclusion: difficult anatomy. Not using proper imaging.